Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the patient had no longer been seeing their previous physician and that they were taking over the patient's care. The physician stated the previous physician would often put catheters at c2 and use multiple medications in the pumps. It had been reported the patient would experience periodic episodes of some kind of obstruction based on position or wearing certain clothes and the "something is going on with the catheter". It was re-reported that a dye study had been done in the past 30-60 days with no issues noted. The healthcare professional stated that residuals had been fairly close but the patient would go through periodic withdrawals depending on their movements or clothes. It was reported that another physician would re-assess it and the patients weight had additionally been reported.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient had surgery on (B)(6) 2023. During the procedure, the surgeon revised the pocket freeing the catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, baclofen, and sufenta via an implanted pump. The indication for pump use was spinal pain. The patient reported that the pump started to ¿glitch¿ about (B)(6) 2022. By ¿glitch¿ the patient meant that it stopped giving them medication and they went through withdrawals. The patient stated that their yoga pants rubbed on the pump. The patient thought that the catheter was "crimping and uncrimping" where the catheter met the pump. The catheter was inserted into their spine at "about c1-c2". A catheter dye study was done around the end of february, but they couldn¿t find anything wrong with the catheter. The patient stated that the pump did not flip but stood up and had been doing that since about (B)(6) 2022. At the end of (B)(6) 2023, they had a pump refill and they found 20% more medication than what they were expecting. Their next pump refill was tomorrow.

Manufacturer narrative:
Product ID 8784 lot# serial# (B)(6), implanted: (B)(6), explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 13-apr-2017, UDI#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.